Event description:
It was reported that the implantable cardiac monitor (icm) recorded numerous asystole episodes but none correlated to symptoms. Some of the episodes were as long at 10 minutes and appeared to be loss of contact. It was noted that the patient had lost weight recently which may have made the pocket loose. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).